Manufacturer narrative:
On 10/21/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample, it was observed to be ruptured. Shell abrasion was noted in the edge of failure. No other anomalies were discovered. Shell abrasion suggesting in-vivo folding or creasing of the device. It can result ot a rupture in a later time because of the result of the continuous and sustained stresses to the device. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the baker grade for the capsular contracture encountered by the patient is IV. On 9/6/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 9/27/2019, mentor became aware that the fact that this is a duplicate of (B)(4) was mistakenly not reported under last submission. Any additional event information received will be reported under manufacturer¿s reference number (B)(4) / (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/1/2019, mentor became aware of the following and have been updated on this form: patient identifier is (B)(6), patient date of birth is (B)(6) 1962, which makes the patient age to be 56 years old at the time of event, patient also reported capsular contracture, procedure was primary breast reconstruction, right side suspect device catalog number 3507300bc, lot number is 5779636, serial number is (B)(4), date of explantation is (B)(6) 2019, and patient underwent removal and replacement with catalog number: 3503501bc; and lot number: 7701817, country of event is spain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown side rupture. Concomitant products: second device unknown side; 300cc mentor memorygel breast implant; catalog number: 3507300bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient with unknown age and race underwent unspecified bilateral breast augmentation with a 300cc mentor memorygel breast implant and was presented rupture on one of the sides. As a result, the device was explanted on (B)(6) 2019. Follow-ups are in progress for clarification and if additional information is received, supplemental report will be submitted.